Event description:
It was reported that the proximal marker of the intra-aortic balloon (iab) seemed high on fluoroscopy. The patient had an augmented pressure in the 130's with a clear arterial tracing, good iab waveform, good distal pulses and no alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6), cardiac cath lab manager, (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: describe event or problem other relevant history the device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that the proximal marker of the intra-aortic balloon (iab) seemed high on fluoroscopy. The patient was reported to have severe multivessel coronary artery disease (cad). The coronary perfusion was in the setting to decide between percutaneous coronary intervention (pci) and coronary artery bypass graft (CABG). The patient had an augmented pressure in the 130's with a clear arterial tracing, good iab waveform, good distal pulses and no alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.